Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection. It was observed that the catheter returned without the spline cage and part of the shaft cut. The reported allegations could not be verified due to the condition of the catheter, and since the device had missing components, no further analysis could be performed. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that the guidewire became stuck in the catheter, the guidewire lumen detached from the tip, and the catheter had to be forcefully withdrawn through the sheath. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. Ablation had been completed with the catheter, but afterwards when deploying the catheter array from the basket to the flower shape the guidewire became stuck in the catheter and the deployment slider switch no longer worked. The catheter had to be forcefully withdrawn through the sheath. It was found that the guidewire lumen had detached from the distal end of the catheter. The procedure had been completed by the time the issue occurred. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter, the guidewire lumen detached from the tip, and the catheter had to be forcefully withdrawn through the sheath. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. Ablation had been completed with the catheter, but afterwards when deploying the catheter array from the basket to the flower shape the guidewire became stuck in the catheter and the deployment slider switch no longer worked. The catheter had to be forcefully withdrawn through the sheath. It was found that the guidewire lumen had detached from the distal end of the catheter. The procedure had been completed by the time the issue occurred. No patient complications were reported. The device is expected to be returned for analysis.